Event description:
Reference number (B)(4). Event occurred in france. On (B)(6) 2025, it was reported that the patient had experienced a leak between tubing and reservoir connection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.